Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the patient has been scheduled for implant removal surgery on (B)(6) 2022. The deflation was also confirmed. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture.

Manufacturer narrative:
On march 22, 2022, mentor became aware that the device reported was not a mentor products and was manufactured by a different manufacturer. Since this record is related to a non-mentor product; there are neither deficiencies alleged nor patient injuries related to mentor products. Therefore no further investigation is required. As a result, we are closing this investigation.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient, who's undergone breast augmentation revision with two 475cc mentor smooth round moderate profile saline breast prostheses, suffered spontaneous right breast implant leaking and size change (getting smaller), post-procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.